Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued. This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this pacemaker, implanted with another manufacturer's right atrial (ra) and right ventricular (rv) leads, triggered a lead safety switch (lss) due to a high out-of-range ra pace impedance measurement of 2,166 ohms and triggered another lss due to a high out-of-range rv pace impedance measurement of 2,007 ohms. Technical services (ts) reviewed possible causes and programming options. In addition, it was noted that there were many stored rythmiq episodes that may have been attributed to intermittent farfield oversensing. Ts reviewed programming options such as adjusting blanking and programming off rythmiq. This pacemaker, the rv lead, and the ra lead remain in service. No adverse patient effects were reported.

Manufacturer narrative:
The local area field representative was contacted for additional information. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker, implanted with another manufacturer's right atrial (ra) and right ventricular (rv) leads, triggered a lead safety switch (lss) due to a high out-of-range ra pace impedance measurement of 2,166 ohms and triggered another lss due to a high out-of-range rv pace impedance measurement of 2,007 ohms. Technical services (ts) reviewed possible causes and programming options. In addition, it was noted that there were many stored rythmiq episodes that may have been attributed to intermittent farfield oversensing. Ts reviewed programming options such as adjusting blanking and programming off rythmiq. This pacemaker, the rv lead, and the ra lead remain in service. No adverse patient effects were reported.